Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided the complaint investigation is inconclusive for the reported event. Based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that approximately 6 months post vena cava filter deployment, an attempt to retrieve the filter was unsuccessful. The filter is reported to be tilted. The pt status at this time is unk.